Manufacturer narrative:
Follow-up #1 date of submission 05/03/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2012 with the following findings: there was no damage found to the battery compartment or battery cap. There were no alarms noted related to the complaint in the pump alarm history. A review of the black box history shows several reboots occurring while pump was in use. The pump was booted and verify screen was displayed with the appropriate auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues duplicated. The pump was opened and no intermittent issues were found to the power flex, terminals or printed circuit board (pcb).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump was rebooting when the cartridge got down to 30 units. The patient stated that the battery cap was recently replaced and confirmed that there was no damage to the pump and the pump was not exposed to moisture.